Manufacturer narrative:
Initial reporter update. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a contributing issue to the event was that the system was old.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the charger boards and pendant swivel were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that either charger board 1 or 2 were over the limit voltage. There was no patient present when this issue was identified.

Manufacturer narrative:
H3: the battery charger one was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. Visual inspection confirmed leaky capacitors. The battery charger was installed in a known good system, and the motion and generator readied. Charging and communication were successful. 2d and 3d were acquired. The battery charger two was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. It passed visual inspection and bench testing. The battery charger was installed in a known good system, and the motion and generator readied. Charging and communication were successful. 2d and 3d were acquired. H6: 10, 114, and 4307 are associated with battery charger one. 10, 213, and 4315 are associated with battery charger two. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.